Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion and h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to duplicate gas loss alarm or condensation. No condensation was visible. Preformed unit checkout. Unit passed all functional and safety test. The equipment works to manufactures specs.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloonpump had displayed condensation gas loss alarm during use. There was no harm or injury reported.